Event description:
Bone pain in the knee and ankle area [torn meniscus] [bone pain]. Whole leg hurts [torn meniscus] [pain in extremity]. Swelling in the joint [torn meniscus] [joint swelling]. Joint fluid retention [torn meniscus] [joint effusion]. Cramping [torn meniscus] [muscle spasms]. Case description: spontaneous report was received on (B)(4) 2012 (additional information received on (B)(6) 2012) from a (B)(6) with osteoarthritis and torn meniscus. The patient's medical history not provided. On (B)(6) 2012, the patient initiated treatment with synvisc one injection, (route not provided) at a dose of 6 ml, once, in the right knee. The lot number of synvisc one was not provided. On unspecified dates in (B)(6) 2012, the patient experienced swelling and fluid in the joint (joint effusion) after the injection. It was reported that the patient's whole leg hurts and that she was experiencing cramping and bone pain in the knee and the ankle area. The patient was taking rest, tylenol (paracetamol) and motrin (ibuprofen) for the pain. The patient stated that these medications were not helpful for her pain. On (B)(6) 2012, the patient received cortizone injection as the treatment in the joint that helped for a while, but she continued to have the pain (bone pain and whole leg hurts). The outcome for the events of cramping, swelling in the joint and joint effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.